Event description:
Account alleges the bed exit strips are staying shorted with the np100 mattress and will work fine with p730 mattress. Account stated no pt was in the bed and no injury reported.

Manufacturer narrative:
Repair has not been completed at this time.